Manufacturer narrative:
Corrected information provided in b.5. And h.10. It was reported previously that two medical reports were associated this event. There is only one report associated with this event. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported the patient had bilateral iol implants, but only one lens was noted to be opacified.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following bilateral intraocular lens (iol) implant procedures approximately 10 years ago, the iol's were noted to be opacified. There are 2 medical device reports for this event. This report is for the right eye. Additional information has been requested.